Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the distal end cover, the bending section rubber, and the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material was on the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.